Event description:
Dexcom g7 cgm which is supposed to be compatible to communicate with tandem t:slim insulin pump packaging is confusing to patients and pharmacists. The only identifying mark to indicate insulin pump compatibility is a white line below the lbl number. My pharmacy indicated they have received several complaints however without something like a separate ndc, they will not know if they are ordering the proper devices. Contacting dexcom directly, I was told to simply have the pharmacist look for the underline below lbl. I called three pharmacies in my area to inquire of they have compatible versions containing a white line below the lbl number. Two did not, nor did they know to dispense the device they would need to check for an underline. The third pharmacy stated they have had this issue with other patients and will not check every box for an underline. They will dispense as written and the manufacturer needs to assign a new ndc to compatible devices. I am a type 1 diabetic and have been without a working continuous glucose monitor for 6 days as none of my local pharmacies are able to figure out how to source the devices with an underline below lbl. This was not a well thought out product launch. Documentation, education and communication has been poor.